Event description:
Complainant alleged that during functional testing, the device failed the 30 joule self test. Complainant indicated that there was no patient involvement in the reported malfunction.